Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the "chopping" of the probe was not working during a vitreoretinal procedure. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this event. There are no new updates at this time.

Manufacturer narrative:
A probe sample was returned for evaluation. The final lot was identified. A device history record review for each of the component lots was conducted. The product released met the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter was not observed in the port during testing. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was able to make a single cut, but pulled the tissue. The probe was disassembled and the components inspected. There is approximately 15 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. Gouges are present at the cutting edge of the inner cutter. The inner cutter is detached from the coupling. The sample evaluation does confirm the probe had a quality issue that resulted in the probe chopping and not working during surgery. The root cause for the poor probe performance was due to the separation of components within the probe. (B)(4).